Event description:
During a clinic follow-up, an increase in the pacing impedance and a loss of capture were observed on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that the patient presented in clinic with lipothymic discomfort without syncope in january 2022. In (B)(6) 2022, the patient was hospitalized due to increased dyspnea with palpitations during exercise, which revealed left heart decompensation. In (B)(6) 2022, the patient experienced syncope with loss of consciousness. Lv lead damage was suspected, but was not confirmed. The device could also not be ruled out by the healthcare professional and being contributory to the patient symptoms. The device is a non-abbott product. The patient was stable and will continue to be monitored.